Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-12-21. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit and four photos. Initial visual inspection of the returned sample did not find any damage to the unit. Microscopic inspection revealed that there was a column tear in the septum and the bottom disk was found to have a slight tear in the slit which extended to the column tear previously found. The observed damage could result in leakage, confirming the reported defect. Damage to the septum may occur at multiple stages throughout the manufacturing process or during clinical application. This type of defect can occur during manufacturing due to misalignment or a damaged part. Quality inspections and preventative maintenance are performed at regular intervals to mitigate the risk from this type of defect. In the user environment, excessive actuations, actuations at a wrong angle, or extraneous force may also result in tearing of the septum wall. As the device had been opened and used, bd was unable to determine which scenario was more likely. A device history record review could not be performed as the lot number is unknown. H3 other text : see h10.

Event description:
It was reported that 1 bd q-syte¿ luer access split septum had damaged product issue. The following information was provided by the initial reporter : the customer reported there was a crack in the q-syte which caused leakage.

Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd q-syte¿ luer access split septum had damaged product issue. The following information was provided by the initial reporter : the customer reported there was a crack in the q-syte which caused leakage.